Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported an infusion set leaked insulin near the luer lock. The infusion device displayed an e4 occlusion error, and her blood glucose elevated to the 250-300 mg/dl range. Her normal blood glucose is 125-140 mg/dl, and she attempted to lower her blood glucose by delivering boluses via the infusion device. No adverse event was reported. The alleged product was requested for evaluation; however, it has been discarded.